Event description:
The clinical specialist (cs) reported that when the clinician was doing a threshold test on an implantable cardioverter defibrillator (ICD) patient, the programmer locked up with a system error, but they did not record the error number. Another programmer was used to finish the case and the clinician requested the cs pick up the chronic programmer. When the cs powered it on, the programmer booted up to the main screen and no error was displayed; therefore, the cs to run the service disk and see if that corrects issue and will also do some further testing with a "demo" device and if issues persist, then will return programmer for repair. If resolved, the programmer will be placed back in the account. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.